Event description:
It was reported that a hydrosoft 5x20 coil prepped and checked with detacher before attempting implantation (detacher button not pressed, all green lights). No issues advancing coil in microcatheter. Coil was repositioned 3 times to try and find a better position for it to sit. On the third attempt to reposition, the coil prematurely detached with 50% deployed in the aneurysm and 50% still in the microcatheter. Coil retrieved by removing entire system with the coil hanging out the end of the microcatheter. It was reported that the patient outcome was ¿stable¿

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but its has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental report will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil separation as a potential complication associated with use of this device.

Manufacturer narrative:
The investigation of the returned coil system found the pusher hypotube bent at the proximal section, and the implant damaged and separated from the pusher; however, no indication of activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing retraction forces that exceeded the strength of the monofilament, causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant and pusher damage, but the damage is consistent with the device experiencing forces that exceeded the implant and pusher's yield strengths. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
It was reported that a hydrosoft 5x20 coil prepped and checked with detacher before attempting implantation (detacher button not pressed, all green lights). No issues advancing coil in microcatheter. Coil was repositioned 3 times to try and find a better position for it to sit. On the third attempt to reposition, the coil prematurely detached with 50% deployed in the aneurysm and 50% still in the microcatheter. Coil retrieved by removing entire system with the coil hanging out the end of the microcatheter. It was reported that the patient outcome was ¿stable¿.